Manufacturer narrative:
The device was returned for analysis due to patient death. Analysis performed, included electrical, mechanical and environmental tests, and indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the pulse generator was removed due to patient death. The cause of death provided was, "cardiac dysrhythmia due to dilated cardiomyopathy in the setting of remove tricuspid valve endocarditis". The product was returned without clear information as to whether the death was device related.

Manufacturer narrative:
Further information was requested but not received.